Manufacturer narrative:
Concomitant medical products: product ID: 3889-41, lot# va194pn, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-41, serial/lot #: (B)(4), ubd: 29-jul-2020, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was implanted for an off label use which included "pain and fecal." The caller indicated that they were in pain even when the device was left on and the patient found out that their lead had moved which they believed happened "months ago" during their recovery period. The patient further noted that they can only have stimulation on for a certain amount of time before needing to turn stimulation off due to the pain which was described as being located in the patient's legs and hips rotators at the trochanter. A few days after implant the patient got up and could hardly walk as the "right hamstring was firing" and the patient further indicated that they experience leg spasms. The caller then reported that the patient thought the external stimulator seemed weaker that the permanent one so the patient thinks that it just takes time to adjust. Additionally, the patient noted that one program stopped working and was no longer helping the pain in the pudendal nerve which was why the patient had the device implanted. At first, the patient indicated, that they could walk, but then their legs spasmed up real quickly. The patient confirmed later in the call that the spasms started in (B)(6). Prior to the patient calling a pelvic x-ray had been performed and confirmed that the patient's leads had moved. During the call the ins was checked and the patient indicated that they encountered the upper limit reached screen. The meaning of the screen was explained to the patient and the patient was advised of the option of turning stimulation off to see if the pain and spasms improved. The patient was advised to follow-up with their healthcare provider (hcp) and noted that the symptoms were gradual in onset. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.